Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No scrolling numbers display anomaly noted. The insulin pump has cracked reservoir tube lip.

Event description:
Customer reported via phone, the device wouldn't stop scrolling upwards. Customer's blood glucose was 85 mg/dl. Customer didn't recall any other significant events which may have caused the device keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.